Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer had recently changed their diet and their settings are incorrect. The hospital wanted the customer back on manual injections. The caller did not provide further information. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.